Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported an error message "system computer error, logging in progress" was displayed on the central control monitor, then the screen went blank. The user attempted to turn the device off and on again, but the screen remained blank. The surgery continued without the use of the monitor. There were no reported adverse consequences to a pt as a result of this event.